Event description:
It was reported that this implantable pacemaker and right ventricular lead (rv) lead exhibited intermittent failure to capture. Technical services (ts) discussed options for troubleshooting right ventricular automatic threshold (rvat), checking leads and programming options. This device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.